Event description:
Information received indicatged clotting was noted on the arterial line 5-6 minutes after the start of bypass and after heparin dose was administered. The product was changed out during the case with no patient complication reported.